Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. Final analysis found that as received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within product specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricle lead had been dislodged, which was confirmed by fluoroscopy. The physician attempted to reposition the lead, but the helix was non-functional. The lead was explanted and replaced. The patient was in stable condition.